Event description:
A 500ml noraml saline (ns) bolus was hung as a secondary to run at a rate of 999ml/hr. After looking at the drips and pump shortly after starting it, the fluid was being pulled from the primary (it was empty) and not from the secondary. The secondary was hanging higher than the primary, and the roller clamp was open. The secondary tubing was changed but the same thing occurred. The primary and secondary tubing was changed and then the fluids ran appropriately.====================== health professional's impression======================defective primary tubing.